Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: flow rate out of specification. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction was faulty pump head which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited flow rate out of specification. There was no patient involvement.